Event description:
A false high advia centaur xp vancomycin result was obtained by the customer on a patient sample and considered discordant when compared to the repeat test result. The customer performed additional testing of the discordant sample on another advia centaur xp system and the result was lower. There was no known report of adverse health consequences due to the discordant advia centaur xp vancomycin result.

Manufacturer narrative:
The cause for the discordant high result when compared to the repeat test results is unknown. There were no other known discordant vancomycin patient results reported at the time of the incident. No conclusion can be drawn.